Event description:
(B)(4). The provider states the unit keeps alarming after running for 30 seconds. The provider states the unit has 1617 hours on it and is a rental unit. No additional information is available. (B)(4).